Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
The lcd display and keypad assembly were recommended for replacement to resolve the issue. No report of patient involvement. Serial not provided. Date of device manufacture unknown as serial number not provided. Legal manufacturer: (B)(4).